Event description:
Upon analysis, it was found that the mobile pegs of both broach handles are broken.

Manufacturer narrative:
Additional lot #: 105316. Additional approx age of device: 30 months. Additional device manufacturer date: 03/01/2010. The mobile pins of both the handles were found to be broken during the analysis of the retrieved items and it was probably due to repeated loading and unloading that progressively stressed and weakened the broach handles. From the document review of the lots involved (085681 - 27 handles manufactured and 105316 - 20 handles manufactured) no particular anomalies were found related to the problem. We had (B)(4) similar events on handles of lot 085681 and (B)(4) similar event on lot 105316. On the basis of medacta's risk analysis, the failure mode is unlikely to cause pt harm since, in case of malfunctioning of the broach handle, a second broach handle is always available in the instrumentation kit, permitting the surgeon to complete the surgery successfully.